Event description:
Reportedly, during the follow up on (B)(6) 2011, the physician observed phrenic stimulation due to the atrial lead while the output was programmed at 1.5v. The physician complained no lower amplitude was available in sorin devices.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.